Event description:
Report received from the USA stating that there was a "hole in the hose". The event did not occur during surgery. There were no user or pt injuries reported. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent.